Event description:
It was reported the patient received a "low battery" message on her programmer. Longevity calculations revealed passivation. On (B)(6) 2013, an sjm representative met with the patient and cleared the flag. Later that same day, the message appeared again. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.